Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 53 mg/dl at the time of the incident and was treated with food. It was reported that the insulin pump only suspends when in manual mode and does not suspend while it is in auto mode. The insulin pump will not be returned for analysis.